Event description:
On 6/9/88, rptr underwent breast implant augmentation. She immediately had hardening and pain and underwent 3 closed capsulotomies. On 6/25/92, she experienced severe pain and change of shape in left implant. For 5 months she was told nothing was wrong with the implant. Finally she was told it was ruptured and she had both implants removed on 12/15/92. She is currently disabled due to extreme pain, stiffness in joints, back and neck, numbness, burning in chest and upper back, migraines and extreme exhaustion. She has been undergoing treatment for her symptoms, but still has no diagnosis. Her health has deteriorated drastically. (*)